Event description:
On 8/29/96 an inservice was performed by the medical rep. The anesthesiology department was instructed on the insertion method recommended in th labeling. It was apparent that the anesthesiologists had been using a different technique in the past. The operating room technician and the person in central processing responsible for laryngeal mask airway cleaning were instructed on proper cleaning and sterilization methods. The facility's current cleaning and sterilization practices were reviewed and appeared to be appropriate. However, an laryngeal mask airway was recently observed with evidence of improper gas sterilization once again. The site was told to discard any masks that had been gas sterilized. It was concluded that the sore throats seen at this facility were probably the result of improper insertion and the use of gas sterilization. This file will be considered closed unless additional info is rec'd regarding this event.